Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Functional testing revealed that the device turned on; however, the device was presenting an f-38 (malfunction in tube misloading detection circuitry) alarm. The cause of the f-38 alarm was determined to be inoperative force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump would not turn on. This occurred before use. There was no patient involvement. No additional information is available.